Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were multiple inaccuracies between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading for 2 different sensors. Reportedly, the cgm bg readings were 395, 40, and 40 mg/dl on the first sensor, and 272 mg/dl on the second, and the meter bg readings were 266, 125, and 149 mg/dl on the first sensor, and 138 mg/dl on the second. No additional patient or event information was available. A root cause could not be determined. Replacement sensors were sent to the customer.